Manufacturer narrative:
At the time of this report, mentor has received no information regarding the explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a - the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with 325cc mentor smooth round spectrum saline breast implants experienced bilateral breast pain and bilateral cutaneous contour deformity postoperatively. The patient suffered with breast pain and tenderness, tightness and rippling, and the symptoms are worse on the left breast, which also occasionally feels hot. The patient reported that medical imaging has been performed, and the findings returned normal. The patient plans to undergo explantation in (B)(6) 2021, but at the time of this report, mentor has received no information regarding the actual explantation date. This medwatch report is for the right-sided implant.